Event description:
It was reported that during a coronary artery bypass graft, error 5 was displayed and the device would not activate with two devices. After the operation, both of the blades were broken off near the proximal part when the nurse cleaned them. As it was broken off outside the patient, no pieces were left inside the patient's body. The doctor commented that the device had not touched metals such as clips or forcipes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.